Event description:
The hospital reported a malfunction resulting in weak suction. There was no patient involvement.

Manufacturer narrative:
Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction manifold assembly and regulator were replaced to resolve the reported issue. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text :